Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold, high impedance, insulation damage, and a lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2014 for short interval counts (sic) greater than thirty in three days and two or more high rate nst episodes. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. On (B)(6) 2014 rv pacing impedance measured 1178 ohms. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. Rv capture threshold was high beginning (B)(6)2014 (measuring greater than 2.5v). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2014, ventricular sic up to 25 and vt-ns episodes with evidence of lead noise oversensing occurred. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).